Event description:
A malfunction code was reported, specifically malf 9, which did not cause the customer's blood glucose level to exceed any critical level. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if any further issues arose.